Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, post-paced t-wave oversensing (pptwos) on the device was noted. Technical support recommended reprogramming, however, no further intervention was performed at this time. The device will continue to be monitored until reprogramming. The patient was stable with no adverse consequences.